Event description:
It was reported that during the posterior communicating artery (pcoma) aneurysm case, when subject stent reached proximal of microcatheter it got stuck and could not be delivered anymore. After several adjustments when physician retracted the subject stent delivery wire (sdw), subject stent got prematurely deployed in microcatheter. Physician removed microcatheter together with subject stent and procedure was completed successfully with another device and there were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
D4 gtin - corrected. D2a common device name - corrected. D2b product code - corrected d9 / h3 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual and microscopic inspection, it was observed that the stent was returned within a microcatheter. The stent was found to be stuck inside of the microcatheter shaft, and the distal part of stent delivery wire (sdw) was found to be kinked/bent. The stent was found to be deformed, and stent introducer distal tip was damaged. The catheter was kinked/bent. Functional inspection for event 'stent deployed prematurely during use' was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported stent deployed prematurely during use was visually confirmed during inspection of the microcatheter shaft. The another as reported stent difficult/unable to advance or pullback through catheter could not be replicated as the stent was no longer loaded on the sdw. However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient's anatomy was described as 'moderately tortuous'. It was reported that the operator 'continued to deliver stent to go through microcatheter. However, when the stent reached proximal of microcatheter it got stuck and could not be delivered any more. After several adjustments when the operator retracts the delivery wire the stent was found deployed in microcatheter proximal lumen, so withdrew the microcatheter together with stent out and used new microcatheter and deployed another stent successfully'. The stent was returned for analysis fully deployed inside the shaft of microcatheter. The stent was no longer loaded on the stent delivery wire (sdw). Once removed from the lumen, the stent was noted to be deformed, mainly at the proximal (closed cell) end. The stent delivery wire (sdw) was returned and was significantly kinked/bent at the distal end of the wire. The introducer sheath was also returned, and the distal end was damaged. It appeared to have been intentionally cut short. Given the event description and the condition of the analyzed device sub-components, it is possible that the introducer sheath was initially set up correctly but subsequently moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the distal end of the sheath is no longer visible). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter, resulting in damage to the stent and sdw. This is one possible explanation to explain the analysis findings. An assignable cause of procedural factors has been assigned to the 'as reported' codes stent deployed prematurely during use, stent difficult/unable to advance or pullback through catheter and 'as analyzed' codes stent deployed prematurely during use, stent introducer sheath distal tip damaged, sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the posterior communicating artery (pcoma) aneurysm case, when subject stent reached proximal of microcatheter it got stuck and could not be delivered anymore. After several adjustments when physician retracted the subject stent delivery wire (sdw), subject stent got prematurely deployed in microcatheter. Physician removed microcatheter together with subject stent and procedure was completed successfully with another device and there were no clinical consequences to the patient reported as a result of this event.